Event description:
A malfunction was reported with a malfunction code displayed as malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to contact technical support if the issue reappears.